Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation, during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. â dateâ ofâ deviceâ manufacture year is 2005. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer:(B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue.